Event description:
It was reported that the right ventricular lead exhibited loss of capture, intermittent sensing and an increase in impedance. The lead was capped and replaced. The patient was asymptomatic.

Manufacturer narrative:
.